Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found angle knob rotation/angulation directions/knob play/bending angles failed. Overall appearance failed. Objective lens had cracks, chips, scratches, or stain. Light guide lens had cracks, chips, scratches, or stain. Bending section rubber had - adhesive deterioration and separation on the thread-wound sections. Water leakage stain inspection (grip) failed. Due to damage on guide plate unit, bending angle in upward direction does not meet the standard value. Due to damage on guide plate unit, bending angle in left direction does not meet the standard value. Scope stopper has cracks or deformation of parts. Scope cover was dirty and appearance defects. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Adhesives around objective lens has white-clouded area. Adhesives around light guide lens has white-clouded area. Nozzle found with foreign material. Adhesive on bending section rubber has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope had angle malformation and bending tube defects. Inspection and testing of the returned device found nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual cf-hq1100dl/I reprocessing manual chapter 5.3 precleaning the endoscope and accessories 5.5 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.